Event description:
A foreign object was noticed on a mcp silicone implant prior to implantation.

Manufacturer narrative:
Device was not implanted. There was a second implant available, therefore there was no delay in surgery.